Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 32mm synergy xd drug-eluting stent was selected for use. However, during preparation, a defect was noted on the device when opened. It was found that the stent was dislodged outside of patient body. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 32mm synergy xd drug-eluting stent was selected for use. However, during preparation, a defect was noted on the device when opened. It was found that the stent was dislodged outside of patient body. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR. : synergy xd 4.00/32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured, and the measurement was inside the maximum crimped stent profile specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.